Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 140 mg/dl. The customer stated that the issue persisted even after an infusion set change. The customer then performed a battery and complete set change but still received the no delivery alarm. The customer explained that the no delivery alarm was occuring during the priming process, bolusing and basal delivery. The customer was unable to perform troubleshooting at the time of the call because the customer had already thrown away the infusion sets and reservoirs. The customer was advised to call back when the alarm occurred in order to troubleshoot. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.